Event description:
It was reported that a brake malfunction occurred. The target lesion was located in the left anterior descending artery. A 1.50mm rotapro was selected for use. During the rotation check prior to insertion, there was an abnormal noise noted instead of the usual noise. The rotation display on the console was also unstable as it went back and forth between 170,000 and 180,000 at a considerable speed. It was also noted that the wire slipped and proceeded without the brake release button being pressed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device stalled and would not run. In order to determine the cause for the device stall, destructive testing was performed, in which the advancer was dismantled and the interior components were inspected for damages or defects. During destructive testing, it was identified that the turbine was corroded, indicating the presence of dried saline within the device. It was considered likely that the presence of dried saline interfered with the devices ability to rotate, leading to a device stall. During functional testing, the brake engaged when the ablation button [knob switch] was pressed and held the wire in place during the stall, preventing movement of the wire when movement was attempted. Product analysis did not confirm the reported brake failure, as the test wire was not able to move when the ablation button was pressed. The reported unstable speed and noise were not able to be confirmed as the turbine was corroded, causing a device stall by inhibiting the rotation of the advancer. No other issues were identified during the product analysis.

Event description:
It was reported that a brake malfunction occurred. The target lesion was located in the left anterior descending artery. A 1.50mm rotapro was selected for use. During the rotation check prior to insertion, there was an abnormal noise noted instead of the usual noise. The rotation display on the console was also unstable as it went back and forth between 170,000 and 180,000 at a considerable speed. It was also noted that the wire slipped and proceeded without the brake release button being pressed. The procedure was completed with another of the same device. No patient complications were reported.